Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the additional endovascular procedure event and determined that there was evidence to reasonably suggest an aortic rupture and proximal extension migration of 22mm occurred due to the elongation of the aorta over time (aortic remodeling). As such, no procedure related harms were identified. The final patient status was discharged on post operative day four (4) to a skilled nursing facility. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem has been updated. D2: product description has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D4: unique identifier (UDI) # has been updated. D11: concomitant medical products and therapy dates has been updated. G1,2: contact office- name has been updated. H4: device manufacture date has been updated h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a type 3a and 3b endoleak was reported. The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal stent graft extension.this event was previously reported under 2031527-2016-00049. Now, approximately 3.5 years post re-intervention, the patient presented emergently with an unspecified device failure. The physician elected to implant another suprarenal stent graft extension to resolve this event. The patient was reported as stable. Additional information: an angiogram identified an aortic rupture and proximal extension migration of 22mm occurred. The final patient status was discharged on post operative day four (4) to a skilled nursing facility.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a type 3a and 3b endoleak was reported. The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal stent graft extension. This event was previously reported under 2031527-2016-00049. Now, approximately 3.5 years post re-intervention, the patient presented emergently with an unspecified device failure. The physician elected to implant another suprarenal stent graft extension to resolve this event. The patient was reported as stable.